Manufacturer narrative:
Correction submitted for device common name; correction submitted for product code. Gbo catheter, nephrostomy, general & plastic surgery, gbo. Device was not returned to the manufacturer. Although unconfirmed, the device associated with this event was likely a ult8.5-38-25-p-5s-cldm-hc. Submitted at the request of the FDA.

Event description:
The information received indicated that a patient of unknown age and gender had a drain placed; within a 24 hour time period the patient required a dressing change twice. It was noted to have a possible tubing kink with patient movement. Approximately 2 hours later another dressing change was required. A leak was noted due to a hole in the tubing. The patient was sent to interventional radiology to have the drain replaced. The patient is doing fine, no harm.

Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a patient of unknown age and gender had a drain placed; within a 24 hour time period the patient required a dressing change twice. It was noted to have a possible tubing kink with patient movement. Approximately 2 hours later another dressing change was required. A leak was noted due to a hole in the tubing. The patient was sent to interventional radiology to have the drain replaced. The patient is doing fine, no harm.